Event description:
It was reported that during a biliary stenting procedure, deployment difficulties were encountered. The stricture was located in the common bile duct (cbd). The wallflex biliary 10mm x 60mm stent delivery system (sds) was advanced to the stricture, however, upon attempting to deploy the stent, the delivery system stopped halfway and was unable to be pushed forward or pulled backward. The device was removed and upon inspection it was noted that the delivery system was blocked. The procedure was completed with a different device. No pt injuries or complications were reported. No pt's status is reported as "stable".